Event description:
It was reported that this right atrial (ra) lead exhibited out-of-range intrinsic amplitude measurements. Per technical services (ts), this is due to the patient being in atrial fibrillation (af) impedance is stable and the clinic informed. No adverse patient effects were reported. This ra lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).